Event description:
Philips received a complaint from the customer on the v60 indicating that the device would not turn on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that the device was running on an internal battery and was plugged into different outlets and would not charge or turn on. A troubleshoot of the issue was performed and it was determined that the alternating current (ac) cord was not plugged in all the way. The customer then ensured that the ac cord was plugged in all the way to resolve the reported issue and was put in the back room to charge. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.